Event description:
It was reported that during a da vinci-assisted hartmann's reversal surgical procedure, the first firing with the sureform 60 stapler went well and the second one appeared to work well. After firing, the surgeon observed the staple line and noticed 1 staple was not completely closed. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: blue reload 60mm was used. The issue occurred during the 2nd stapler fire. The event did not involve a failure to fire or a partial fire. There was no tissue being pushed forward/dragged during the firing process. The event did not involve the stapler jaws opening/releasing during the firing sequence. There was a partially formed/closed staple in the distal portion of the 2nd staple line. The reload did not have an exposed blade, there were no staples missing from the staple line or holes/gaps observed within the staple line. Reload was not stuck to tissue, buttress material was not used. The surgeon did not experience any clamping issues prior to firing the stapler reload. No bleeding was observed on the staple line due to the stapler issue and there was no unplanned tissue removal due to the stapler firing failure.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. A review of the advanced technical log for the stapler instrument associated with this event has been performed by an isi failure analysis engineer (fae). The following additional information was provided: the instrument was installed on the system 3x and fired 3 blue reloads. On each install, all clamps were successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used again in the procedure. There were no stapler related errors in the logs. The probable root cause cannot be determined based on the information provided.